Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the complaint investigation. According to the end customer, the device alarmed with panel connection lost. No harm to the patient was reported. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). The root cause was identified as a defective vu esm. The component was subsequently replaced, after which the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: the device alarmed with panel connection lost during ventilation. No harm to the patient was reported.